Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient tried pw system for the first time today and it is painful to use. Wanted to return equipment. Patient is having allergic reaction to equipment equivalent to latex reaction. Patient is having trouble breathing, redness and hives in the area. Advised she stopped using equipment immediately and see a doctor. Told her components of the wick so she is able to tell the doctor what she may be allergic to. Still would like placement assistance transferred to cs. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Fa please send bio box for return of device.

Manufacturer narrative:
The reported event was inconclusive, due to representative sample. The device did meet relevant specifications. The product was used for treatment purposes. It is unknown if the product caused the reported failure. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Warnings: ¿ do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. ¿ to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. ¿ never insert the purewick female external catheter into vagina, anal canal, or other body cavities. ¿ discontinue use if an allergic reaction occurs. ¿ after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient tried purewick system for the first time today and it is painful to use. Wanted to return equipment. Patient is having allergic reaction to equipment equivalent to latex reaction. Patient is having trouble breathing, redness and hives in the area. Advised she stopped using equipment immediately and see a doctor. Told her components of the wick so she is able to tell the doctor what she may be allergic to. Still would like placement assistance transferred to customer service. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Please send bio box for return of device.